Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbance and osteoarthritis. Concurrent conditions included obesity, back pain, syncope, ankle sprain and irregular menstrual cycle. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("anxiety"), arthritis ("autoimmunedisorder type of disorder: arthritis"), vein discolouration ("arthritis, rashes or skin conditions type: patches on my legs of veins/discoloration"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), uterine cyst ("cyst on uterus/ovaries that formed after essure placed,"), ovarian cyst ("cyst on uterus/ovaries that formed after essure placed"), nausea ("nausea"), teeth brittle ("teeth brittle"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), visual impairment ("within a year of getting the essure my vision changed drastically causing constant prescription changes"), joint dislocation ("camel tunnel :dislocating ribs") and back disorder ("back joint disorder"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dizziness ("light-headedness"), menopause ("hormonal changes describe: pre-menopause,"), loose tooth ("deep pocket causing me toteeth loose"), feeling abnormal ("fog"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and arthralgia ("all over joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fatigue, dizziness, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, arthritis, vein discolouration, migraine, headache, uterine cyst, ovarian cyst, nausea, amnesia, feeling abnormal, dysmenorrhoea, dyspareunia, visual impairment, weight decreased, joint dislocation, back disorder, alopecia and arthralgia outcome was unknown and the incontinence, teeth brittle, loose tooth and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, arthritis, back disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, incontinence, joint dislocation, loose tooth, menopause, menorrhagia, migraine, nausea, ovarian cyst, teeth brittle, uterine cyst, vaginal haemorrhage, vein discolouration, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: current weight 123 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2008: a small cyst on the left ovary. There appeared to be a small fibroid on the back of the uterus that should cause uq problem. Finding also were seen consistent with the tubal blockage. Devices.; on 20-jun-2007: normal with the exception of a 2.7 cm. Posterior mass consistent with a fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Reporters information updated. Events:hormonal changes describe: pre-menopause, abnormal bleeding (vaginal, menorrhagia), apareunia(inability to have sexual intercourse), depression/ anxiety, autoimmune disorder type of disorder: arthritis, patches on my legs of veins/discoloration, bladder or urinary problems or changes, migraines , cyst on uterus/ovaries that formed after essure placed, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, memory loss/fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: within a year of getting the essure my vision changed drastically causing constant prescription changes, weight loss, camel tunnel: dislocating ribs; back joint disorder, hair loss were added.event outcome were updated. Medical history , lab data , concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included visual disturbance, osteoarthritis, asthma, ankle injury, trauma and chest pain. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included overweight, back pain, syncope, ankle sprain and irregular menstrual cycle. Concomitant products included hydroxyzine, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("anxiety"), arthritis ("autoimmunedisorder type of disorder: arthritis"), vein discolouration ("arthritis, rashes or skin conditions type: patches on my legs of veins/discoloration"), incontinence ("incontinence/ bladder or urinary problems or changes: incontinence"), migraine ("migraines"), headache ("headaches"), uterine cyst ("cyst on uterus/ovaries that formed after essure placed,"), ovarian cyst ("cyst on uterus/ovaries that formed after essure placed"), nausea ("nausea"), teeth brittle ("teeth brittle"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), visual impairment ("within a year of getting the essure my vision changed drastically causing constant prescription changes"), joint dislocation ("camel tunnel :dislocating ribs") and spinal disorder ("back joint disorder"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dizziness ("light-headedness"), menopause ("hormonal changes describe: pre-menopause,"), loose tooth ("deep pocket causing me toteeth loose"), feeling abnormal ("fog"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and arthralgia ("all over joint pain") and was found to have weight decreased ("weight loss") and adrenal gland cancer ("tumor/teratoma / cancer: type: tumor on adrenal gland"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fatigue, dizziness, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, arthritis, vein discolouration, migraine, headache, uterine cyst, ovarian cyst, nausea, amnesia, feeling abnormal, dysmenorrhoea, dyspareunia, visual impairment, weight decreased, joint dislocation, spinal disorder, alopecia, arthralgia and adrenal gland cancer outcome was unknown and the incontinence, teeth brittle, loose tooth and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adrenal gland cancer, alopecia, amnesia, anxiety, arthralgia, arthritis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, incontinence, joint dislocation, loose tooth, menopause, menorrhagia, migraine, nausea, ovarian cyst, spinal disorder, teeth brittle, uterine cyst, vaginal haemorrhage, vein discolouration, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2007: normal with the exception of a 2.7 cm posterior mass consistent with a fibroid.; on (B)(6) 2008: a small cyst on the left ovary. There appeared to be a small fibroid on the back of the uterus that should cause uq problem. Finding also were seen consistent with the tubal blockage. Devices.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: new event tumor/teratoma / cancer: type: tumor on adrenal gland was added. Reporter information added. Patient details updated. Historical and concomitant drugs were added. Medical history updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dizziness ("light-headedness") and headache ("headaches"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, fatigue, dizziness and headache outcome was unknown. The reporter considered abdominal pain lower, dizziness, fatigue and headache to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.